Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.this MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the two middle bottom teeth are loose and are not turning as planned. Patient has been in the last step of the aligners for six (6) weeks. The byte cst (clinical support team) senior member reviewed the case an advised to request an aligner photo for the lower teeth, for the patient to hold (rest) in l19 for 14 days, and advised to move forward following 14 days if the sensation of the loose tooth was no longer present. Cst confirmed u15 l19 are comfortable not applying pressure to teeth in question.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.